Manufacturer narrative:
Concomitant medical products: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2010. Explanted: (B)(6) 2018. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the battery was being replaced after 8 years of good use. The healthcare provider saw the frayed leads preventing connection. The cause was unknown. Later the second healthcare provider replaced the electrodes and new leads. It was noted that in the past 3 years the stimulator was never effective. The patient was reprogrammed many times but it never worked well. The patient had not used it in several months. It was noted that currently the patient had pain patch medication, spinal injections. The patient's MRI and x-rays provided no helpful information.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 14-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated she has had a lot of issues with the implant since it was place (B)(6) 2018 . Pt reported severe pain where the electrodes were placed between the shoulder blades. And across her spine in the low back where the leads are. Pt stated when she went for a new battery the healthcare provider (hcp) could not attach the ins to the old leads because the leads were "frayed". Pt had new leads placed by a different hcp. Pt stated since then she has felt there was something wrong but she couldn't prove it. Pt stated therapy has never given pt comfort. Stated hcp knows about the pain. Troubleshooting was unable to be performed as n/a. The patient was redirected to their healthcare provider to further address the issue.